Manufacturer narrative:
(B)(4). A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Event description:
A closurefast catheter was used with a rfg2 generator to ablate an unknown vein on a patient. Upon doing a diagnostic scan the next day, it was found that the vein had not closed. Retreatment was performed and the vein was closed. Patient is in good condition.

Manufacturer narrative:
The PMA/510k number for the device is (B)(4). This was not included in the initial report.